Event description:
It was reported that the customer had excessive spanish software anomaly alarms, as well as unexpected restart alarms. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump uploaded properly using carelink pro. The insulin pump had an alarm in the alarm history screen due to corrupted history file. The insulin pump received with cracked case at display window corner, cracked reservoir tube lip and minor scratches on display window.